Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few hours after the system implant, the lead showed increased pacing thresholds. The lead was repositioned. When the physician tried to connect the lead to the implantable pulse generator (ipg) the device continued to have high impedance,which was determined to be due to a set screw malfunction. The lead remains in use and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated foreign material on set screw. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.